Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the customer has had ongoing vacuum issues. The customer has reported choppy breast tissue specimens. The procedures are completed, but used three probes.